Event description:
The company was notified that the patient reportedly experienced an uncomfortable electrical stimulation with his device. Testing performed by a company representative showed that the device was not functioning. Surgery to explant the patient's device will be scheduled.